Event description:
Complainant alleged that during the incoming inspection of the product, the device did not display the qrs on the video screen. The complainant indicated that there was no pt involvement in the reported failure.